Event description:
The manufacturer received information related to a dreamstation 2 adv auto CPAP device. The patient alleges going to the hospital after waking up gasping for air. Patient alleges the device is working properly, and the patient reports no harm after attending hospital. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.